Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was implanted in the patient without the tachycardia therapy turned on. The patient was still in the hospital, so the crt-d was reprogrammed with the therapy on and no further issues were noted. The crt-d remains in service and there were no adverse patient effects reported.